Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot paj452, and no non-conformances were identified. It was received for analysis an unopened sample of product code w8557, lot paj452. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was reported that the suture broke when knotting during the procedure. Another like suture was used to complete the procedure. There were no patient consequences reported.